Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Age & ethnicity: no information available. Relevant tests/laboratory data & other relevant history: no information available. Implant date& explant date: not applicable for this device. Initial reporter name and address & report source: country is (B)(6). Device evaluated by MFR: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Per IFU precaution: do not use a shaping instrument with a sharp edge. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a coronary diagnostic procedure in a slightly tortuous and moderately calcified lad, the manufacturer's pressure wire was prepped and inserted into the introducer needle. The tip of the wire was shaped, but there appeared to be a sharp edge at the tip of the introducer needle. Therefore, advised the staff to no longer use the introducer needle for re-shaping. The wire was normalized and used in the lad successfully. The wire was removed to be used again for the lcx, when it was noticed that a small part of the ribbon was compromised. However, the physician proceeded to use the wire in the lcx, and during removal it was noticed that more of the shaping ribbon was unraveled. An angiogram was performed, and confirmed that there were no parts of the wire left in the patient. The procedure was completed with the suspect device. No patient injury reported. This product problem is being submitted because the coating of the manufacturer's wire (shaping ribbon) separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block d10: introducer needle was included as a concomitant device. Block h3: the omniwire was returned with the non-manufacturer's's introducer needle. The omniwire was visually and microscopically inspected. The ptfe coating was peeled off and there was missing polyamide material along the composite core. Sharp edges of malleable material was observed. During functional testing, a laboratory wire was inserted into the introducer needle and pulled through with slight resistance. Visual inspection found similar damage on the laboratory wire where the ptfe coating peeled off. Block h6: the probable cause for the missing material is the failure of the non-manufacturer¿s introducer needle as a similar damage was able to be replicated with a laboratory wire. In the initial MDR, investigation conclusion code #18 was listed and remains appropriate.